Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 41 or 37 alarms noted during testing. Unit received with corroded electronic board stack, corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer's blood glucose level was 240 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump and when run self test the insulin pump gave two error alarm. The insulin pump will be returned for analysis.